Manufacturer narrative:
The event of capsular contracture (grade unknown) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture (grade unknown).

Event description:
Patient reported "suspected capsular contracture" baker grade unknown, "pain", "hardening", and "observed prosthesis fell" on the right side. The device remains implanted.